Event description:
It was reported that the pump alarmed "battery depleted" and stopped working. The pump was replaced but the same thing happened immediately following. No buttons were functional except power button, which went to a black screen, not the normal shut down process. Battery percentage was at 83% and 91% when the pumps failed. Problem occurred three times. No patient injury was reported.

Manufacturer narrative:
No product sample was received for evaluation; therefore, visual and functional testing could not be performed. No causes or potential causes to the customer's reported problem were found during the device history record review. No product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed.